Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the therapy cable was faulty and advised the customer to replace it. The customer replaced the therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock during testing. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.